Manufacturer narrative:
Fields submitted with response "ni" were completed as such because the initial user-facility report, submitted to FDA on (B)(4) 2009, did not provide this information. Device was not returned to MFR.

Event description:
User facility reported that a staff member experienced an unintentional lancet stick when, after removing the safe-t-pro's sterility cap, the entire lancet separated from the device housing. No treatment for the unintentional stick was reported. The suspect product was not returned to the manufacturer for evaluation.